Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the cause of the lead short was unknown. The event did not occur during ins replacement.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1t9m7, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that a short was found in a lead while testing during the dbs implant operation. A new lead was replaced to complete the operation. The cause of the issue was suspected normal exhaustion (follow-up was conducted to clarify the meaning of this). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. Va1t9m7) found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.